Manufacturer narrative:
(B)(4).

Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.5 cm thoracic aortic aneurysm. Vessel morphology was reported as the thoracic aorta was 27-26 mm in diameter and 20-25 mm in length. The distal thoracic aorta was 28-25 mm in diameter. The right iliac artery was 8 mm in diameter and left iliac artery was 9 mm in diameter. The left and right femoral arteries were 8 mm in diameter. Access arteries and aorta had mild tortuosity. The access arteries had mild calcification. The stent grafts were in planted in zone 3 without issue. It was reported that the patient had a secondary intervention for treatment of a type ib endoleak. The endoleak resolved and the patient recovered. The investigator assessment states that the event was related to the device and procedure. No clinical sequelae were reported, and the patient is fine.